Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that customer experienced high blood glucose levels, and during the troubleshoot for the issue, the insulin pump alarmed motor error in the middle of a high pressure test. The blood glucose reading was 316 mg/dl at the time of the alarm. The customer stated that he had dropped the insulin pump prior to receiving the alarm. He noted that the insulin pump had been exposed to the magnetic field of a cat scan about 3 months prior, and that he also has a heart pacemaker. He expressed difficulty breathing as a symptom of high blood glucose. Nothing further reported.